Event description:
It was reported that a patient underwent a balloon kyphoplasty (bkp) at l3 to treat an osteoporotic compression fracture and the surgery was successfully "completed without any incident". However, after the patient awoke from anesthesia, it was reported that "mobility impairment developed on lower legs". As a result, the patient had mris taken in which a hematoma of the spinal canal was observed. According to the report, the patient immediately underwent a revision surgery to remove the hematoma from the spinal canal and a laminectomy. Mobility of lower extremities was restored after the revision surgery, and the patient was reported as "stable" post-operatively. No further complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.